Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation the right atrial lead exhibited noise, the noise was reproducible with manipulation around the implantation site. The patient was discharged, no intervention had been reported.